Event description:
It was reported that the patient called to report that their heart rate was lower than the programmed rate. On x-ray, the right atrial and right ventricular leads were found to be moved. Both leads were explanted and replaced with active fixation leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5092 implantable pacing lead, 2012-(B)(6). (B)(4).